Manufacturer narrative:
(B)(4). Batch # r57r6f. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Can you please explain how the endocutter was removed from the patient? Were any troubleshooting steps taken to remove the device from the tissue? I.e. (Removing the battery, rotating it 180 degrees, and reinserting it; squeezing the closing trigger while simultaneously depressing the anvil release button; pressing the knife reverse button, activating the manual override lever)? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, on the first firing, the device cut and stapled but the blade wouldn't retract. The doctor left the device in the fired position and removed the device from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.